Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000171500.

Event description:
It was reported that the patient was unable to enter MRI mode due to invalid impedances. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026 in which their system was explanted.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.